Event description:
A customer reported to baxter healthcare of a bioset spike that had material in the reconstituted product and flash on the needle tip. This condition was discovered during use. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent in an actual sample for an evaluation at the plant. The sample consisted of a base and piston together with the two particles allegedly found in the fluid path. Close visual inspection to the spike revealed that it had some rough edges consistent with minor flash. The reported condition was confirmed; however the cause was not determined. This issue could have been due to manufacturing/molding issue. This is a product not distributed in the us and does not have a 510k number. A batch review was performed on the reported lot with no deviations found.